Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a dislodgement and failure to capture. The patient had intrinsic rhythm in the 30s and underwent a surgical intervention to abandoned the lead and implant a new product. No additional adverse patient effects were reported.